Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, an alert for interference on the ventricular lead was observed. It was also reported that the patient mentioned that a patient notifier was also heard. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.